Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced the sample probe and adjusted the position of the probe. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result for one patient from the cobas 6000 c501 module. The initial result was 2.49 mg/dl and the repeat result was 0.73 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 476244. The expiration date was requested but was not provided.